Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/apr/2011 and 23/jan/2013. Device evaluation: analysis of the returned device identified: opening curved on radius, yellow particles in the shell and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on radius, creases fold, wear abrasion and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. The event of "nipple discharge" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "exchange from textured to smooth implants due to the patients concerns with the product."

Event description:
Patient reported right side ¿nipple discharge.¿ healthcare professional reported left side "exchange from textured to smooth implants due to the patients concerns with the product." Patient additionally reported being diagnosed with a neurological disease specified as "undetermined paresthesia;" this event is not device related. Device remains implanted.